Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters nc trek rx, global, instructions for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016 a 4.0x18 xience alpine stent was placed in the distal rca and then a 3.0x12mm trek balloon dilatation catheter (bdc) was advanced to the mid rca for pre-dilatation. During pre-dilatation, a dissection occurred. A 4.0x33mm xience alpine, which was longer than planned, was implanted to treat the dissection and complete the planned procedure. There was no adverse patient sequela, and the patient was discharged home the next day. No additional information was provided.